Manufacturer narrative:
The manufacturer followed up with the authors of the paper and received confirmation that the perceval implant was performed in another center. As such, the serial number of the device could not be provided. Since the serial number is unknown and the device was not explanted, no further investigation is possible at this time. Since no device investigation was possible at this time, the root cause of the reported event cannot be definitively stated. However, based on the information reported in the paper, it is possible that an initial oversizing of the perceval valve may have contributed to the early degeneration of the device. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
The manufacturer was informed on this event through the recent publication ¿self expandable valve in valve treatment for failing sutureless aortic bioprosthesis¿ by belluschi et al. The paper reports that a (B)(6) years old man received a perceval size xl (pvs27) in 2016. After one year, the patient developed effort dyspnea and syncope. The toe revealed an intra prosthetic insufficiency for cusps distortion associated with a perivalvular leak (pvl) both of them hemodynamically significant. A CT scan showed a mild deformation of the perceval nitinol cage, without stent infolding. A viv with a 29mm corevalve evolut r was successfully performed and the patient was discharged home after 6 days. At one year, the patient revealed a complete symptoms relief. Among the authors comments, it is mentioned that the perceval intra and periprosthetic insufficiency were may be due to a valve oversizing.